Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: two (2) samples were received from p/n 750150 l/n unknown.in used conditions, without their original packaging and with their certificate of decontamination. Functional testing results: when the cuffs were inflated with 15cc of air, the cuffs inflated completely around the tube, but they see asymmetrical. When the cuffs were measured using the rules (ID:13.3051 due:06/2024) and (ID:13.2820 due:10/21) the percentage for the symmetry was for sample 1: 35.71%.anf for sample 2: 37.93%. These results are over 33.3% (0.333 (1/3:2/3)) that is the minimum acceptable for air cuff. Based on the test, the units are within specifications. Functional test: the sample was tested on leak test. The test was performed under water as per pwi-10007269 rev.100 symmetry and leak test method. Results: no leaks were detected. No root cause could be determinate since the samples successfully passed leak and cuff symmetry test. The cause of the reported problem could not be determined. No corrective actions were taken since the complaint was not confirmed.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult aire-cuff were reported to be "defective." No patient adverse events reported.